Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024, patient reported a high blood glucose reading (>400 mg/dl) after being disconnected from the ilet device for approximately one hour while swimming. Patient confirmed that supplies had been changed earlier that morning and observed no visible issues with the infusion set or tubing. Agent advised patient to perform a full supply change and informed them to disconnect from the ilet for at least two hours if treating with manual insulin. Patient stated they would administer manual insulin prior to supply change. Follow-up attempts were made on (B)(6) but no further issues were reported. Blood glucose remained elevated for a couple of hours during the event. No ketone testing was performed, and no professional medical intervention or additional assistance was required. No immediate health effects such as dizziness, loss of consciousness, or dka were reported.